Manufacturer narrative:
No product non-conformance was identified through the course of the investigation. Based on the CT values generated, the samples in question are at or near the limit of detection (lod) of the test. Additionally, the complaint kit lot was tested and results met specifications. (B)(4).

Event description:
The agency has clarified its expectation that manufacturers of emergency use authorization (eua) products for sars-cov-2 diagnostic tests report allegations of false positive or false negative results independent of harm or malfunction or off-label use beyond 803¿s "reasonably suggests" requirements. Accordingly, we have performed a retrospective review of cases to determine whether to report any additional cases. A customer from (B)(6), labor, observed an increase in positive results when testing with the cobas® sars-cov-2 for use on the 6800/8800 systems, batch g11392. The samples in question were retested with the cobas® sars-cov-2 test and/or an alternative test in which negative results were generated. It is unknown which samples the customer alleged to be discrepant, which were repeated, or the method of repeat testing. Some repeat tests were performed with cobas sars and with the complaint batch g11392 which generated negative results. Other sample tests were repeated with biogx from bd and generated negative results. It is possible that the samples listed not at lod were considered true positives by the customer and not repeated. Though requested, no additional information was provided. No harm or injury was indicated. Samples were either collected with pcr media (kit unknown) or bd utm but details on which collection was used for each sample was not provided. No product non-conformance was identified through the course of the investigation. Based on the CT values generated, the samples in question are at or near the limit of detection (lod) of the test. Additionally, the complaint kit lot was tested and results met specifications.